Event description:
On (B)(6) 2010, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. A 20 fr gore dryseal sheath was used to implant a contralateral leg component on the pt's left side. The iliac artery was dissected during removal of the sheath, and blood pressure distal to the site dropped. A femoral-popliteal bypass was performed with a propaten graft. The pt tolerated the procedure, and no further complications have been reported.

Manufacturer narrative:
A review of the MFR paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.